Event description:
A female pt called lifecor customer support to report that one of her battery packs was indicating a battery fault when placed on the charger. She reports that she tried to insert this battery pack into the monitor and it told her to replace the battery. She then removed and reinserted the battery pack. The monitor turned on this time, but there was a "?" In the battery icon on the monitor's display. The suspect battery pack was replaced.